Manufacturer narrative:
Awaiting for product return for analysis.

Event description:
An spva-2010 valve was implanted. The pressure of the valve didn't match with the actual drainage. Practitioners think it lead to incorrect drainage. They removed it and replaced a new one. No problem were reported after the replacement.